Event description:
It was reported that during implanting procedure, the superior vena cava (svc) coil started to unwind as lead was going through sheath. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. The analyst commented svc defib coils are separated on the proximal end of the coil. The damage indicates the lead was withdrawn from a safe sheath introducer because the svc coils are pulled in the distal direction. The safe sheath introducer is designed to have the lead inserted and then the introducer split or slit off. The coils can be damaged by pulling the lead out of a safe sheath introducer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.